Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. (B)(4).

Event description:
It was reported that the patient had increased spasticity accompanied by a shocking sensation. The patient had worsening spasticity and clonus due to disease progression. The catheter was spliced, added and moved to t9 level for better spasticity control. The patient had pre-existing condition, worsening or exacerbation. The event was related to device or therapy. Severity was reported as mild. The event resolved without sequelae on (B)(6) 2015. The pump system was delivering lioresal/baclofen.

Event description:
Information was received from a health care provider (hcp) via a clinical study. Additional symptoms the patient experienced included severe spasms. It was also reported, per the patient's electronic medical record that visit, the other medications the patient was taking at the time of the event consisted of: depakote 500 mg tablet, delayed release 2 tablets by mouth daily; flomax 0.4 mg by mouth daily; valium 10 mg by mouth as needed; lortab 10 mg by mouth as needed; tums as needed; methocarbamol 500mg by mouth twice daily; dexilant 60mg by mouth daily; latanoprost 0.005 % eye drops 1 drop in both eyes every evening at bedtime; meloxicam 1 tablet by mouth daily; rizatriptan 10 mg tablet take 1 tablet (10 mg) by oral route once, may repeat at 2 hour intervals; do not exceed 30 mg in 24 hours, not more than 13 a month; lisinopril 20mg by mouth daily and baclofen 580 mcg/day via it (intrathecal) pump. No further information was provided.